Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that he received a test failure alarm. The customer's blood glucose was 46 mg/dl at the time of incident. The customer treated her low blood glucose with orange juice and food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.